Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy, the jaws of the device became not to open after the device was inserted through a trocar for the 1st firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented as follows: the firing trigger did not contact anything before this event. However, the assistant doctor commented that the firing trigger could have been gasped a little or contacted to something.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4): premature sled movement. The sc60a device was received for analysis with no visual non-conformances and with an green cartridge reload present. The cartridge reload was received partially fired (B)(6). It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.